Event description:
Boston scientific received information from a health care provider (hcp) that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead had triggered a remote monitoring alert for a high out-of-range shock impedance. Hcp told a boston scientific technical services consultant (ts) that the impedance had been gradually increasing since implant, and there was evidence of noise on the shock channel from an electrogram. There were no adverse patient effects reported.

Manufacturer narrative:
Information was later received that the patient had passed due to unrelated causes. The device was buried with the patient.